Event description:
It was reported that merlin programmer emitted burning smell. The merlin programmer was not used and replaced with new device. There were no patient consequences.

Manufacturer narrative:
The field complaint of burn smell was verified. During analysis, the unit was plugged into an outlet and the power on function was performed. The unit powered up, but the display was dim. Investigation revealed that a component on the inverter board failed and overheated which carbonized the surrounding area. The damage from the failure was fully contained within the housing and posed no risk of exposure to the user or patient. Failure of the inverter board was found to be the cause of the anomaly.